Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product code 03.037.028. Lot#: 9345772. Manufacturing site: haegendorf. Release to warehouse date: 15. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345772, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the shaft of the device was broken near the proximal end. The broken pieces were returned at cq. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was measured to be within the specification as per the drawing. Document/specification review the following drawing(s) was reviewed: -flexible screwdriver hex5 -flexible shaft no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint is being confirmed for 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345772) as shaft of the device was broken. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the surgeon was tightening the locking mechanism in a trochanteric fixation nail advanced (tfna) and the shaft of the screwdriver broke. Procedure outcome is unknown. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Event description:
There was a surgical delay of an unknown number of minutes. The procedure was successfully completed. The patient outcome was successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. . Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.